Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 4.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 14 atmospheres. The procedure was completed with an alternative method. No patient complications were reported.